Event description:
Additional information received reported that the clinical diagnosis was opioid and baclofen withdrawal symptoms. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. Device interrogation (B)(6) 2014 results were multiple motor stalls with recovery from (B)(6) 2014, and again (B)(6) 2014.

Event description:
It was reported that the patient contacted the clinic reporting an error code on their personal therapy manager (ptm). The code was 8476 which indicated a pump motor stall. On (B)(6) 2014, the patient presented to the clinic for pump interrogation and the stall was confirmed. There were motor stalls seen in the logs on multiple days with several hours between occurrence and recovery. The cause for stall was unknown. Telemetry strips were also provided that showed multiple intermittent stalls beginning as early as (B)(6) 2014. The pump was currently stalled at the time of the interrogation. It was noted the programming date of the most recent rill prior to the event had been (B)(6) 2014. The patient was sent to the emergency department for withdrawal/withdrawal symptoms that was observed via an examination and for observation. They were scheduled for a pump replacement on (B)(6) 2014. The severity of the event was listed as severe. The event outcome was listed resolved without sequelae as of (B)(6) 2014. The device system delivered hydromorphone, bupivacaine and compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that there was intrathecal medication side effect. The severity was mild. The patient reported lethargy, lower extremity edema and urinary retention. The pump was reprogrammed on (B)(6) 2014. Motor stalls occurred on (B)(6) 2014 at 22:04 and recovered on (B)(6) 2014 at 14:17, on (B)(6) 2014 at 16:45 and recovered on (B)(6) 2014 at 09:16, on (B)(6) 2014 at 22:38 and recovered on (B)(6) 2014 at 06:05. The event was reported to be "not related." The event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump motor also found stall due to shaft-bearing.

Event description:
Additional information received reported that the event was related to a serious deterioration of the patient's health. The event resulted in in-patient or prolonged hospitalization. The event did not result in permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. The patient's baseline weight was provided.